Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that while using bd syringe 1ml ls 25ga 5/8in the plunger was difficult to move. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper of the syringe is too tight, so it cannot be pushed and pulled normally. After extracting the liquid, it cannot be pushed and used.